Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve paralysis (pnp) occurred. The ablation was then stopped via double stop technique. Phrenic nerve pacing was performed, but the pnp did not recover. The case was completed with radiofrequency ablation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed that at least thirteen applications were performed with the catheter without any issues on the date of the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Incoming information indicated that the pnp recovered and the hospitalization stay was not extended.